Event description:
Biomed tech states that while the doctor was attempting to cauterize, the unit malfunctioned and he burned the patient. Surgeon reports that during a routine pre-cholecystectomy cholangiogram the cystic duct was damaged by increased generator output on initial activations of the coag mode and he was unable to perform the cholangiogram. The lap chole portion of the procedure continued with a different generator and no additional surgery, hospitalization, or intervention was required for the patient. The facility did not consider this event to be a serious injury or otherwise reportable.

Manufacturer narrative:
Megadyne is unable to establish a causal relationship between the proper installation and use of the device and the reported event. The clinicians did not determine this event to be a serious injury or otherwise reportable event. Megadyne is reporting because the surgeon could not complete the cholangiogram as planned due to the damage. The cause of the event is determined to be related to errors in testing and use of the device. The evaluation of the returned generator found evidence of arcing on the motherboard. Arcing in this location has been identified to result from improper test setup during power testing. The board damage may propagate with further improper use resulting in a loss of controls intended to mitigate risks associated with improper use. Specifically, functional testing on another unit with the same type of damage identified that cross-channel activation may occur when the generator is setup incorrectly by having an accessory device on channel a while improperly activating channel b in an open circuit condition. In this condition the surgeon may get power output in channel a that may be more or less than anticipated. The IFU provides instructions for the proper set-up of the generator for use and for the proper set-up of the generator for use and for testing and has confirmed that under normal operating conditions the device performs within specifications.